Event description:
Customer reported that in the morning he wasn't feeling well and his blood glucose was a little high; he tried to deliver a bolus and received a no delivery alarm. There was also another no delivery alarm during basal rate. Customer stated that after trying to resolve the no delivery alarm, he received a motor error alarm. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. He declined to troubleshoot for no delivery due to the motor error. Blood glucose value is 299 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.